Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0pnmv, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient had a loss of 50% improvement. The lead was explanted, a new lead was implanted and reprogrammed. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va0pnmv, implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the manufacturer representative (rep) reported the cause of the loss of 50% improvement was not determined. There were no further complications that have been reported as a result of this event.